Event description:
It was reported that: while ventilating a patient, the ventilator started a selftest routine and repeated it continuously. The users have been alerted by audible and visible alarm. The patient died.